Event description:
The use of a gomco or mogen-type circumcision clamp was used on reporter shortly after birth. According to data from the FDA this is a generally safe procedure, however, there have been cases of severe trauma. Subjecting the reporter to an unnecessary procedure with risk constitutes a form of endangerment; a felony the reporter believes. Nonetheless, the problem the reporter has experienced is both a physical and psychological one being that part of their body is disfigured and they were alterted without their permission. The loss of their prepuce, a highly evolved functional part of their penis and the specialized nerves that belong there, is rather a great one, they would venture to say, priceless. This has led to sexual health problems and, in recent times, symptoms of post-traumatic stress disorder and depression. Because this device was used on their person without their consent, their freedom of choice was taken from them. Indeed, blatant disregard of their american freedoms in an adverse event the reporter associates with this device. Whomever performed this disfigurement removed too much penile skin and because the use of this device necessitates the breaking of bonds between the prepuce and glans, tore parts of the glans away, creating pits and rough patches on what is supposed to be an internal organ. Vein structure was destroyed and a prominent scar has been left where the device crushed their skin. The natural function of their penis has been disabled and atrificial lubrication is required for sexual activity.